Event description:
It was reported that the patient had a hip fracture after primary tha at the hospital. Therefore, the surgeon performed a revision surgery to replace the stem and head with some cables.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned.

Manufacturer narrative:
An event regarding peri-prosthetic fracture involving a secur fit stem was reported. The event was confirmed. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, post revision x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient had a hip fracture after primary tha at the hospital. Therefore, the surgeon performed a revision surgery to replace the stem and head with some cables.